Event description:
The physician was attempting to treat a lesion in the proximal lad with moderate tortuousity and exhibiting 73% stenosis. The lesion was pre-dilated with another mfrs 2.5 x 12mm balloon at 18 atm. An endeavor resolute rapid exchange (rx) drug-eluting stent was then delivered to the lesion without any difficulty. When the physician attempted to inflate the balloon of the endeavor resolute device it was reported that the balloon ruptured when the inflation device had reached 6 atms. The stent was completely dilated with another balloon. Communication from the field confirmed that the device had been inspected prior to use with no abnormalities noted. Negative pressure was also applied to the device as part of the device preparation, with no abnormalities noted. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: calcification, stenosis. Balloon rupture. Eval conclusions: calcification, stenosis. Device eval: the stylette and sheath were located on the device. Inflation of the balloon confirmed the location of the leak: approximately 3mm distal to the distal end of the proximal marker band.